Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that in stent restenosis occurred. The patient was enrolled in the imperial clinical study on (B)(6) 2016, and the index procedure was performed on the same day. The target lesion was located in the 100% stenosed left proximal superficial femoral artery (sfa), extending into the mid sfa. The target lesion was 190mm long, with a proximal reference vessel diameter of 5.5mm, and a distal vessel diameter of 5.2mm. The lesion was classified as a tasc ii c lesion. The lesion was treated with pre-dilatation, and a 6x150mm eluvia stent and 6x100mm eluvia stent was placed. Following post dilatation, residual stenosis was 0%. On (B)(6) 2018, during the 24month follow up, duplex ultrasound noted 50-99% in stent restenosis in the target lesion.